Event description:
A review of a service date has detected a reportable event. During servicing, charger/modem sn (B)(4) was unable to charge a battery pack. The last pt to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. As received the charger was unable to charge a battery. The cause of the inability to charge was a thermally damaged q1 (currently controlling transistor) on the beside board. The thermal damaged caused pins 2 and 3 to open on q1. The root cause of the thermally damaged component cannot be positively identified. No adverse event resulted form the damaged component. The last pt to use this device did not report any deficiencies.